Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the battery life was less than expected. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/03/2016 with the following findings: a review of the pump¿s black box revealed that the data from the date of the complaint was overwritten. The original complaint was unable to be confirmed during the investigation. The current black box showed no evidence of a short battery life. The current draws were within specification. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.